Event description:
It was reported that this pacemaker was explanted due to pain at device site. This pacemaker was replaced with a non boston scientific leadless model and returned for analysis. No additional adverse patient effects were reported.